Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: october 17, 2022. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in belgium as follows: it was reported that on (B)(6) 2022, during the procedure, the locking mechanism, primal in the nail, did not work as usual. It could not be turned as often as usual. The locking mechanism blocked quicker than usual. The locking mechanism also could not be turned back anymore. There is uncertainty on the fixation of the blade in the nail. The patient got an additional picture as a control and no anomalies were seen on this picture. The patient was not very mobile before the surgery, so only had physio exercises which didn't put a lot of stress on the implant. Within 6 weeks another control will take place to check on the current situation of the patient. The procedure was successfully completed. This report involves one (1) 10mm/130 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 06-jul-2022, expiration date: 01-jun-2032, part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile, lot number: 886p345 (sterile). This lot was processed under bounding for nr-0016856 due to a deviation from the validated process occurred when coolant fluid was inadvertently mixed with the vibe machine detergent. It was determined that the coolant was approved for product contact and that it would be entirely removed during the cleaning process and the disposition was use as is. Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final notated that the entire lot was rejected at final inspection due to discolored anodize; anodize did not match color standard. Entire lot was reworked and determined to be conforming after reinspection. Inspection sheet, tfna assembly inspection, ns067861 rev c met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22865 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 863p726. Two pieces were scrapped at op #50, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet met all inspection acceptance criteria apart from the two pieces noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 861p744. Two pieces were scrapped at op #70, final inspection, for an unacceptable surface finish-tool marks. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, final inspection met all inspection acceptance criteria apart from the two pieces noted. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachments . Visual analysis of the photo revealed that the tfna fem nail ø10 r 130° l235 timo15 had no signs of issue or defect as there is not enough evidence to confirm the functional allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the tfna fem nail ø10 r 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.